Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose. The customer blood glucose level was 540 mg/dl at the time of incident and current blood glucose value was 430 mg/dl. Customer reported that the cannula was missing. Customer was in manual mode at the time of high blood glucose event. The insulin pump will not be returned for analysis.